Event description:
The pcs29 was used by a new user in another country. The surgeon was performing a laparoscopic resection of the sigmoid. This is an off-label use. A leak occurred. The anastomosis was resected.